Event description:
Customer reported her insulin pump has been alarming no delivery when trying to prime. Customer's blood glucose is 98 mg/dl. Customer verified the connection. Insulin did not exit when manually pushed with a plunger. Customer tried a new infusion set with the same reservoir and insulin still did not exit. Customer changed the reservoir and insulin exited the tubing. She put the reservoir back in the insulin pump and ran a manual prime. The device did not alarm no delivery. The issue was resolved with a reservoir change. The reservoir is being returned for analysis. Nothing further reported.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Occlusion test and manual prime was performed, no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).